Event description:
The customer reported that the system exhibited a 'frame sync error', locked up, and would not allow fluoroscopic exposures. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery on the x-ray controller pcb was evaluated and replaced. The ps1 power supply was evaluated and confirmed to be operating correctly. System boards and connectors were also reseated during the service call. The system was tested and found to be working as intended and put back into service.